Manufacturer narrative:
No device has been returned for evaluation at this time.

Event description:
It was reported that the tubing detached at the IV side near the flush tab. This was noted when nurse had walked in to check on pt.